Event description:
An area technical operations manager (atom) reported that a hemodialysis patient experienced hemolysis event. Upon follow up, the hemolysis event appears to have occurred between (B)(6) 2019. The patient's pre-hemodialysis treatment labs were drawn on (B)(6) 2019 without any reported issues with the lab specimen. On 06/19/2019, the clinic manager reviewed the lab results which were drawn post hemodialysis treatment and noticed the patient had a drop in their baseline hemoglobin from 10.5 to 9.3. The patient was admitted to the hospital on (B)(6) 2019 and required a blood transfusion. The patient was discharged (B)(6) 2019. Further details regarding the patient's hospitalization are currently unknown. Reportedly, the patient continues to receive hemodialysis treatments. It was reported there was nothing unusual in any of the hemodialysis treatments. This was brought to our attention on 08/19/2019 and as of (B)(6) 2019 no cause of hemolysis was determined.